Event description:
The customer stated that the mp70 speaker failed and there was no sound.

Manufacturer narrative:
The customer stated that the mp70 speaker failed and there was no sound. The speaker was replaced and audio was restored. The product labeling (IFU) states, "do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment." Phillips has received no reports in which a similar malfunction has been a factor in a death or serious injury. There is no indication that this malfunction represents a design, materials, or manufacturing problem. No further investigation or action is warranted. (B)(4).